Event description:
It was reported that an ilet user observed rising blood glucose after a supply change and used a meal announcement smaller than usual to influence correction, with sensor glucose about 240 mg/dl and a contemporaneous glucometer reading of 212 mg/dl; the user then calibrated the cgm despite agreement within 20 percent, changed supplies again, and planned to monitor. Symptoms included hyperglycemia. Outcomes included no reported injury, no alerts or alarms, and no hospitalization. Investigation included troubleshooting and user education regarding correct use of meal announcements and reliance on the correction algorithm for hyperglycemia management. Investigation of this case revealed that the device appeared to function as designed, with user technique involving meal announcements for correction identified as a probable contributor to the hyperglycemia pattern, and no component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.

Manufacturer narrative:
Initial.